Manufacturer narrative:
Section d and section h were updated to reflect the accu-chek flexlink infusion set.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported that the infusion set was leaking at the headset. On (B)(6) 2020, the patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose level is unknown. The treatment received in the hospital is unknown. The patient was discharged from the hospital on (B)(6) 2020.